Manufacturer narrative:
Device evaluation summary: the following components were returned for failure investigation: 1. Breath delivery (bd) printed circuit board (pcb) 2. Analog interface (ai) pcb the bd pcb was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The ai pcb was visually inspected and no anomalies were identified. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator failed to power up correctly, failing the power on self test (post) and generating a ventilator inoperative condition. Further investigation isolated the fault to the u31 reference designator on the ai pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and confirmed the reported issue. To resolve the issue, the se replaced the breath delivery (bd) printed circuit board (pcb) and the analog interface (ai) pcb. The latest software was flashed. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a device alert and was in a safety valve open condition. The unit had generated several error codes and became inoperable. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event. The unit was also noted to have failed the expiratory valve calibration and "vent inop" tests.